Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported there was a blown fuse in the mobile view station (mvs) cart, the fuse was replaced. Additionally, it was found that the system was not docking correctly, the x stage cover was adjusted and the system was homed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated the full name of the initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full name of the initial reporter was unavailable on the date of filing. No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) would not power on. It was plugged in all night. The image acquisition system (ias) was initially able to boot up, however, a short time later the mvs line power light was out and the system was no longer turning on. There was no patient present.